Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. Correction to g3 of the initial medwatch. The aware date should be 01-may-2020. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined. However there was the possibility that the reported phenomenon was attributed to as follows, it is presumed that the temperature inside the equipment became extremely high due to the user's use in a hot environment or with the ventilation hole blocked, and the thermal fuse blows. Therefore, the subject device could not be turned the power on because the temperature fuse is blown. The manufacturing date of the device is unknown, but since the start of marketing is 1990, it is either 1994, 2004, or 2014 from the cereal number. It is speculated that the device has been at least 6 years since its production and that the long-term repeated use resulted in attrition, scratching, deformity, and rust. We speculate that it was deposited by long-term use in a dusty environment.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the subject device could not be turned the power on. In the evaluation of olympus service operation repair center (sorc) the following was confirmed, the thermal fuse is blown. The output connector was worn. There were scratches, chips, and deformation on the exterior. There was dust accumulation and rust inside. There was no report of patient injury associated with the event.